Event description:
Patient enrolled into the create pas trial. Minor ischemic stroke reported. Right anterior cerebral infarction, likely to secondary to carotid embolus. Subject had cerebral vascular accident (cva) following carotid stent likely due to carotid embolus. A spiderfx was attempted, but not used because it was not possible to cross tortuous segment and/or lesion. The patient was observed until 2009 for recovery of left sided weakness. The patient was discharged to rehabilitation for gait and functional independence and is not yet fully recovered.